Manufacturer narrative:
No device malfunction was reported, therefore, no device eval occurred. A review of the reported event details, photographs of the pt's injury and reported treatment settings by a lumenis medical subject matter expert concluded the probable root cause to be incorrect treatment settings and a failure to maintain the device by periodically cleaning the treatment head of debris as outlined in device labeling.

Event description:
It was reported that a pt sustained second degree burns to the axilla following hair removal treatment with a lighsheer duet laser. It was further reported the pt was expected to sustain transient post treatment hyperpigmentation.